Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave a false asystole alarm while performing a 12-lead ECG on a patient. There was no negative patient impact.